Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018, a 23mm trifecta gt valve was implanted in the patient. Two years after the implant, the patient experienced symptoms of shortness of breath and device leaking was noted. The patient underwent a stent procedure where stents were implanted. On an unknown date in 2023, the patient experienced shortness of breath again and underwent transcatheter aortic valve replacement (tavr) implant. On an unknown date in october, all devices were removed from the patient. The patient also went to rehab three times and was currently going to rehab. The patient was reported doing well.

Manufacturer narrative:
It was reported that a trifecta valve was explanted after seven years of implant due to shortness of breath. Based on the information received, the reported event is consistent with structural valve deterioration (svd), specifically fibro-calcific svd (fcsvd), which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors. Biological factors which can result in incomplete coaptation such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.), immobilizing thrombus, or pannus formation reducing the valve diameter also could not be confirmed as the valve was not returned for histopathological examination. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. The reported surgical intervention was a result of case-specific circumstances as surgical removal of device was performed.